Manufacturer narrative:
Qc is performed twice a day and was within specifications prior to and after the event. System checks performed on 10/02/2009 and 10/27/2009 passed all parameters. There were no result flags or event log messages associated with this event. A field service engineer (fse) was dispatched: the fse evaluated the instrument and no hardware issue was identified. The fse changed locking fitting on reagent pipettor #1 and replaced wash buffer straw. The fse checked torques on transducer fitting and recalibrated. The fse verified repair per established procedures; results meet published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accu tni) result, above the ami cut-off, for one patient. The initial result of 6.560ng/ml was reported out of the lab and questioned by the physician as not fitting the clinical profile of the patient. Upon repeat accu tni results were in the risk stratification range. An amended report was sent out. Customer was not made aware of any injury or change in patient treatment associated with this event.